Event description:
It was further reported that in (B)(6) 2013, the patient presented with st segment elevation and elevated troponin value. ECG revealed non q-wave mi and ischemic symptoms were noted. The event was treated with clot extraction from left circumflex artery and medications. The event was considered resolved without residual effects and the patient was discharged on clopidogrel. This event was assessed as not related to the study device.

Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2013-01013. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2012, the patient presented with unstable angina (braunwald classification iib) and was referred for cardiac catheterization. The 1st target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 16mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with pre-dilation and placement of a 3.00x20mm ion stent, with 0% residual stenosis. The 2nd target lesion was located in the mid right coronary artery (mid rca) with 70% stenosis and was 22mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with pre-dilation and placement of a 3.00x28mm ion stent overlapping the previously placed stent in the prox rca, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was hospitalized for an event of myocardial infarction. The event was considered recovering/resolving. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).